Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: " potential issue with the IV tubing connection port. Our ICU team recently experienced two instances where the secondary IV port (closest to the patient) became disconnected. At this time, we do not have the original tubing available for evaluation; however, the team has been asked to retain any future tubing if the issue reoccurs. Nurse also tested a new set manually and did not encounter the same concern. The rn reported slipped out' and almost looked like it was cut. "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." The complaint description was assessed and identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.